Event description:
Follow up information received that the patient underwent surgical intervention in which the system was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the pain at the ipg site has resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient was experiencing pocket pain. As a result, the patient may undergo surgical intervention.